Manufacturer narrative:
The clinic informed us that the sterilizer used to sterilize the tools needed to open the flaps has not been spore-tested since (B)(6) 2014. Please note that this emdr could not be submitted through the FDA electronic submissions gateway within the 30-days period, because of technical problems in setting up the esg account. Please refer to esg helpdesk ticket # (B)(4).

Event description:
On eight patients, dlk was noticed during the aftercare one day later.